Manufacturer narrative:
Product ID (B)(4): product type accessory. Information references the main component of the system. Other relevant device(s) are: product ID (B)(4) serial# (B)(4): product type lead, ubd: (B)(4) 2020, UDI# (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code (B)(4) belongs to the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for lead va19n83033 revealed no anomaly. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the cause was undetermined.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for fibromyalgia. It was reported that prior to/upon/after inserting the lead, abnormal impedances were noted. Lead impedances in physiological saline were checked. The lead was inserted multiple times due to adhesion. Troubleshooting was performed, the blood was wiped off and the lead was reconnected. The action taken to resolve the event was the lead was replaced with a new one. No surgical intervention occurred, nor was planned. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.